Event description:
Hysteroscopy to treat uterine bleeding was done with the process of hydrothermal ablation. At the completion of the treatment the pt was found to have extensive second and third degree perineal thermal injuries from the heated water used in the procedure. Extended remedial treatment of the burns was necessary. Note: concomitant medical products and therapy dates (exclude treatment of event): hydro thermablator for endometrial ablation.